Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular tachycardia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15756. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-15756 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-15756 was submitted in accordance with updated procedures. H.6 code 1888 was reported incorrectly on initial manufacturer device report number 1220648-2024-15756. A new code has been added.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening ventricular tachycardia with a possible relationship to the impella device used.. Team believed since vt happened in setting of impella, it was possibly due to malposition of impella (irritating the ventricles). Settings for impella was changed.. The patient recovered with no sequelae. Additionally the patient endured impella site hematoma with a "possible" relationship to the impella device used. Patient returned to or for drainage and wound vac placement wound currently open to air and healing. It was reported that the patient/event has not recovered/not resolved.